Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. On 08/18/2016 per software engineering evaluation, the patient logs were reviewed and contained multiple x errors (graphics errors). A core file was also generated, however, when attempting to unpack it from the tgz file, there was an unexpected end of file error. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, during the planning stage when using the cycle views, the synergy cranial 2.2.7. Software exited unexpectedly. In trouble-shooting, the navigation system monitor screen was displaying the logo for longer than the normal time. A re-boot returned them to the main screen and logged into the cranial application. Normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted up first time normally. The computer was ran over extended period with multiple reboots to monitor for unexpected behavior. There were no faults, hdd errors, or ram errors reported. The computer passed testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer for the navigation system on (B)(6) 2016. The navigation system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Although unconfirmed, the most likely cause was a hardware issue since the log files suggested an issue with the graphics card.